Manufacturer narrative:
As reported, a few days after the 6f exoseal vascular closure device (vcd) was used for hemostasis at the left femoral artery; an obstruction from the femoral artery was confirmed. Therefore, a femoral popliteal (fp) bypass was performed. A white substance was detected from the puncture site. The doctor then was asked to analyze whether the substance detected was a polyglycolic acid (pga) plug or not. There was no further injury on the patient except f-p bypass was performed. This was an endovascular therapy (evt) case. The lesion was from the common iliac artery to external iliac artery with occlusion. There were no abnormalities with the product before and during use. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The procedure used a retrograde approach. The physician has used the exoseal vcd over ten times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter verified to be greater than or equal to 5mm in diameter. A 6f 11cm non-cordis sheath was used in conjunction with the device. The puncture site did not have visible calcium/plaque. There was not a stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd and vascular sheath introducer retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer retracted together until the indicator window changed to solid black color. The indicator window did not show any red color during retraction. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Hemostasis was achieved with the exoseal without problems. The product was returned for analysis. In addition, a photograph was provided. Per photograph analysis, a non-sterile exoseal vasc. Clos.dev.f6 plug was observed. No other details of the product can be seen. One unknown substance was received a for analysis inside a plastic bag. No other anomalies were observed. Per ftir analysis, one can conclude that samples identified as exoseal plug, with and without compressed process, do not share chemical composition as unknow material related to customer complaint (B)(4). In addition, these materials have a physiologic nature, since, characteristic ir bands of the major components of a human tissue were observed and these components correspond to protein, lipids and nucleic acids. A product history record (phr) review of lot 17919270 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ vascular occlusion¿ was not confirmed during analysis of the returned device. The ftir result confirm that the white substance was human tissue, and these components correspond to protein ,lipids and nucleic acids. The exact cause of the adverse event reported could not be conclusively determined. According to the product instructions for use (IFU), other less serious potential risks associated with femoral artery closure procedures that could occur more frequently include, but are not limited to, peripheral artery total occlusion. Do not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Neither the phr review, nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17919270 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
Few days after the 6f exoseal vascular closure device (vcd) was used for hemostasis at the left femoral artery; an obstruction from the femoral artery was confirmed. Therefore, a femoral popliteal (fp) bypass was performed. A white substance was detected from the puncture site. The doctor then was asked to analyze whether the substance detected was a polyglycolic acid (pga) plug or not. There was no further injury on the patient except f-p bypass was performed. This was an endovascular therapy (evt) case. The lesion was from the common iliac artery to external iliac artery with occlusion. There were no abnormalities with the product before and during use. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The procedure used a retrograde approach. The physician has used the exoseal vcd over ten times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter verified to be greater than or equal to 5mm in diameter. A 6f 11cm non-cordis sheath was used in conjunction with the device. The puncture site did not have visible calcium/plaque. There was not a stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd and vascular sheath introducer retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer retracted together until the indicator window changed to solid black color. The indicator window did not show any red color during retraction. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Hemostasis was achieved with the exoseal without problems. The device will be returned for analysis. An image is available for review.